Event description:
It was reported that the asymptomatic patient presented to clinic after receiving an alert for nonsustained lead noise. Post paced t wave oversensing was observed on stored egms. Programming changes were recommended. Device will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.